Manufacturer narrative:
(B)(4). This lot was manufactured july 13, 2014 ¿ july 14, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed fluid in the package that contained the device. Further visual inspection revealed that the blue winged luer cap was untightened. A functional leak test was performed by filling the device with water and tightening the blue winged luer cap. The next day, there were no signs of a leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume folfusor ruptured and leaked into the housing of the device. This occurred before use. The device was filled with fluorouracil in 0.9% sodium chloride. There was no patient involvement. No additional information is available.